Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("the right coil probably has migrated somewhat laterally"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia") and genital haemorrhage ("bleeding/abnormal clots") in a female patient who had essure (batch no. 641431) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included muscle spasm, soft tissue injury, chest pain, uncontrolled hypertension, dysfunctional uterine bleeding, gravida ii, parity 2, obesity, depression, shoulder pain, explorative laparotomy, anxiety and lordosis. Radiology report: history: menorrhagia, essure coils. Findings: essure calls are evident within the pelvis on either side. They likely are fairly distally placed particularly on the right. The right coil probably has migrated somewhat laterally. No masses are noted. Bowel gas pattern appears normal. Impression: essure coils. The right coil may have migrated somewhat. Historical drug: diva cup holds approximately 85 to 95 ml of blood. Concurrent conditions included knee injury, joint effusion, chest discomfort, hypothyroidism, essential hypertension, pain in extremity, calcaneal spur, pre-diabetes, endometriosis, adenomyosis and peritoneal adhesions. Concomitant products included antithyroid preparations and lisinopril. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain lower ("cramping"), sexual dysfunction ("sexual dysfunction"), back pain ("lower back pain"), arthralgia ("joint pain"), feeling abnormal ("brain fog"), mood swings ("mood swings"), anxiety ("anxiety") and vitamin d deficiency ("vitamin d deficiency") and was found to have weight increased ("weight gain"). The patient was treated with ibuprofen, paracetamol (tylenol) and surgery (da vinci total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, dysmenorrhoea, menorrhagia, genital haemorrhage, pelvic pain, weight increased, abdominal pain lower, sexual dysfunction, back pain, arthralgia, feeling abnormal, mood swings, anxiety and vitamin d deficiency outcome was unknown. The reporter considered abdominal pain lower, anxiety, arthralgia, back pain, device dislocation, dysmenorrhoea, feeling abnormal, genital haemorrhage, menorrhagia, mood swings, pelvic pain, sexual dysfunction, vitamin d deficiency and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2009: result: negative. Hysterosalpingogram - on (B)(6) 2009: procedure in detail: the patient was placed in the dorsal lithotomy position and a scout film was taken, which revealed what appeared to be normal anatomic placement of the tubes. At this point the cervix was swabbed the hsg catheter was primed and advanced into the cavity where the balloon was inflated with 1.5 ml. Then, 1 ml of isovue contrast was infused through the catheter. A second film was taken and this revealed initial good fill of the cavity. This process was repeated per protocol for a total of 5 ml. This resulted in excellent fill of the cavity revealing normal anatomy and no apparent spill into her beyond the tubes. The patient was apprised of our findings. The hsg catheter was removed. She tolerated the procedure well. Pathology test - on (B)(6) 2017: result: final diagnosis: endometrium biopsy: secretory phase endometrium.; on (B)(6) 2018: result: specimen source- endometrial biopsy. Final pathologic diagnosis: endometrial biopsy: benign disorder proliferative endometrium. Clinical history: menorrhagia, abnormal uterine bleeding. Gross description: consists of a 2.2x1.5 x 0.2 cm aggregate of red-brown mucoid material that is filtered into a mesh bag.; on (B)(6) 2018: result: specimen: cervix, uterus, tubes and essure coils. Final pathologic diagnosis: cervix, uterus, bilateral tubes and essure coils: cervix, benign squamous and glandular mucosa. Myometrium, adenomyosis. Bilateral fallopian tubes, benign fallopian tube. Clinical history: pelvic pain, dysmenorrhea. Gross description: the specimen is labeled and designated as, cervix, uterus, bilateral tubes, and essure coils." The specimen is received in formalin and consists of a pink uterus and cervix with attached bilateral fallopian tubes. The uterus has been previously opened in a triangular fashion along the superior aspect. After removal of the fallopian tubes the uterus and cervix is 148 gm and 8,5 x 8.3 x 3.5 cm. The serosal surfaces are smooth. The pink ovoid ectocervical mucosa is 3.5 x 1.5 cm and surrounds a central 1.2 cm slit-like os. The endocervical canal is palmate and contains scattered nabothian cysts up to 0.5 cm. The triangular redbrown, lush endometrial cavity is 4.0 x 3.0 cm. Endometrial tissue is up to 0.5 cm in thickness. The pink myometrium is up to 3.0 cm in thickness and is trabeculated. Occurring in both the superior right and left aspects of the uterus are metallic coiled essure clips that are embedded into the specimen. Upon further sectioning no obvious gray white whorled nodules are identified within the uterus. The right violaceous fimbriated fallopian tube 5.5 x 1.5 x 0,7 cm. The outer surfaces of the fallopian tube are predominantly smooth a there is a 1.0 x 0,7 x 0.5 cm cyst occurring near the fimbriated end that upon rupturing reveals translucent watery fluid. Sectioning of the fallopian tube reveals scattered areas of red·brown clot material. The left pink fimbriated fallopian tube is 5.5 x 1.0 x 0.7 cm. The outer surfaces of this fallopian tube are unremarkable. Sectioning this fallopian tube is unremarkable. Ultrasound pelvis - on (B)(6) 2015: result: findings: transabdominal and endovaginal images obtained. Uterus 9.9x4.9x5.8 cm. Nabothian cyst incidentally noted. No uterine mass. Endometrium is not thickened measuring 5 mm. Left ovary 2.4x1.3x1.9cm and appears normal. Right ovary 2.2x1.5x2.4cm and appears normal. Flow detected to each ovary. No free fluid in the pelvis. Impression: negative pelvic ultrasound. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical records: pelvic pain, abdominal pain lower and arthralgia, device dislocation. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("the right coil probably has migrated somewhat laterally"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia") and genital haemorrhage ("bleeding/abnormal clots") in a female patient who had essure (batch no. 641431) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included muscle spasm, soft tissue injury, chest pain, uncontrolled hypertension, dysfunctional uterine bleeding, gravida ii, parity 2, obesity, depression, shoulder pain, explorative laparotomy, anxiety and lordosis. Radiology report: history: menorrhagia, essure coils. Findings: essure calls are evident within the pelvis on either side. They likely are fairly distally placed particularly on the right. The right coil probably has migrated somewhat laterally. No masses are noted. Bowel gas pattern appears normal. Impression: essure coils. The right coil may have migrated somewhat. Historical drug: diva cup holds approximately 85 to 95 ml of blood. Concurrent conditions included knee injury, joint effusion, chest discomfort, hypothyroidism, essential hypertension, pain in extremity, calcaneal spur, pre-diabetes, endometriosis, adenomyosis and peritoneal adhesions. Concomitant products included antithyroid preparations and lisinopril. On (B)(6)2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain lower ("cramping"), sexual dysfunction ("sexual dysfunction"), back pain ("lower back pain"), arthralgia ("joint pain"), feeling abnormal ("brain fog"), mood swings ("mood swings"), anxiety ("anxiety") and vitamin d deficiency ("vitamin d deficiency") and was found to have weight increased ("weight gain"). The patient was treated with ibuprofen, paracetamol (tylenol) and surgery (da vinci total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the device dislocation, dysmenorrhoea, menorrhagia, genital haemorrhage, pelvic pain, weight increased, abdominal pain lower, sexual dysfunction, back pain, arthralgia, feeling abnormal, mood swings, anxiety and vitamin d deficiency outcome was unknown. The reporter considered abdominal pain lower, anxiety, arthralgia, back pain, device dislocation, dysmenorrhoea, feeling abnormal, genital haemorrhage, menorrhagia, mood swings, pelvic pain, sexual dysfunction, vitamin d deficiency and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6)2009: result: negative.. Hysterosalpingogram - on (B)(6)2009: procedure in detail: the patient was placed in the dorsal lithotomy position and a scout film was taken, which revealed what appeared to be normal anatomic placement of the tubes. At this point the cervix was swabbed the hsg catheter was primed and advanced into the cavity where the balloon was inflated with 1.5 ml. Then, 1 ml of isovue contrast was infused through the catheter. A second film was taken and this revealed initial good fill of the cavity. This process was repeated per protocol for a total of 5 ml. This resulted in excellent fill of the cavity revealing normal anatomy and no apparent spill into her beyond the tubes. The patient was apprised of our findings. The hsg catheter was removed. She tolerated the procedure well.. Pathology test - on (B)(6)2017: result: final diagnosis: endometrium biopsy: secretory phase endometrium.; on (B)(6)2018: result: specimen source- endometrial biopsy. Final pathologic diagnosis: endometrial biopsy: benign disorder proliferative endometrium. Clinical history: menorrhagia, abnormal uterine bleeding. Gross description: consists of a 2.2x1.5 x 0.2 cm aggregate of red-brown mucoid material that is filtered into a mesh bag.; on (B)(6)2018: result: specimen: cervix, uterus, tubes and essure coils. Final pathologic diagnosis: cervix, uterus, bilateral tubes and essure coils: cervix, benign squamous and glandular mucosa. Myometrium, adenomyosis. Bilateral fallopian tubes, benign fallopian tube. Clinical history: pelvic pain, dysmenorrhea. Gross description: the specimen is labeled and designated as, cervix, uterus, bilateral tubes, and essure coils." The specimen is received in formalin and consists of a pink uterus and cervix with attached bilateral fallopian tubes. The uterus has been previously opened in a triangular fashion along the superior aspect. After removal of the fallopian tubes the uterus and cervix is 148 gm and 8,5 x 8.3 x 3.5 cm. The serosal surfaces are smooth, the pink ovoid ectocervical mucosa is 3.5 x 1.5 cm and surrounds a central 1.2 cm slit-like os. The endocervical canal is palmate and contains scattered nabothian cysts up to 0.5 cm. The triangular redbrown, lush endometrial cavity is 4.0 x 3.0 cm. Endometrial tissue is up to 0.5 cm in thickness. The pink myometrium is up to 3.0 cm in thickness and is trabeculated. Occurring in both the superior right and left aspects of the uterus are metallic coiled essure clips that are embedded into the specimen. Upon further sectioning no obvious gray white whorled nodules are identified within the uterus. The right violaceous fimbriated fallopian tube 5.5 x 1.5 x 0,7 cm. The outer surfaces of the fallopian tube are predominantly smooth a there is a 1.0 x 0,7 x 0.5 cm cyst occurring near the fimbriated end that upon rupturing reveals translucent watery fluid. Sectioning of the fallopian tube reveals scattered areas of red·brown clot material. The left pink fimbriated fallopian tube is 5.5 x 1.0 x 0.7 cm. The outer surfaces of this fallopian tube are unremarkable. Sectioning this fallopian tube is unremarkable.. Ultrasound pelvis - on (B)(6)2015: result: findings: transabdominal and endovaginal images obtained. Uterus 9.9x4.9x5.8 cm. Nabothian cyst incidentally noted. No uterine mass. Endometrium is not thickened measuring 5 mm. Left ovary 2.4x1.3x1.9cm and appears normal. Right ovary 2.2x1.5x2.4cm and appears normal. Flow detected to each ovary. No free fluid in the pelvis. Impression: negative pelvic ultrasound.. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical records: pelvic pain, abdominal pain lower and arthralgia, device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2019: quality safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("the right coil probably has migrated somewhat laterally"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia") and genital haemorrhage ("bleeding/abnormal clots") in a female patient who had essure (batch no. 641431) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included muscle spasm, soft tissue injury, chest pain, uncontrolled hypertension, dysfunctional uterine bleeding, gravida ii, parity 2, obesity, depression, shoulder pain, explorative laparotomy, anxiety and lordosis. Radiology report: history: menorrhagia, essure coils. Findings: essure calls are evident within the pelvis on either side. They likely are fairly distally placed particularly on the right. The right coil probably has migrated somewhat laterally. No masses are noted. Bowel gas pattern appears normal. Impression: essure coils. The right coil may have migrated somewhat. Historical drug: diva cup holds approximately 85 to 95 ml of blood. Concurrent conditions included knee injury, joint effusion, chest discomfort, hypothyroidism, essential hypertension, pain in extremity, calcaneal spur, pre-diabetes, endometriosis, adenomyosis and peritoneal adhesions. Concomitant products included antithyroid preparations and lisinopril. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain lower ("cramping"), sexual dysfunction ("sexual dysfunction"), back pain ("lower back pain"), arthralgia ("joint pain"), feeling abnormal ("brain fog"), mood swings ("mood swings"), anxiety ("anxiety") and vitamin d deficiency ("vitamin d deficiency") and was found to have weight increased ("weight gain"). The patient was treated with ibuprofen, paracetamol (tylenol) and surgery (da vinci total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, dysmenorrhoea, menorrhagia, genital haemorrhage, pelvic pain, weight increased, abdominal pain lower, sexual dysfunction, back pain, arthralgia, feeling abnormal, mood swings, anxiety and vitamin d deficiency outcome was unknown. The reporter considered abdominal pain lower, anxiety, arthralgia, back pain, device dislocation, dysmenorrhoea, feeling abnormal, genital haemorrhage, menorrhagia, mood swings, pelvic pain, sexual dysfunction, vitamin d deficiency and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2009: result: negative. Hysterosalpingogram - on (B)(6) 2009: procedure in detail: the patient was placed in the dorsal lithotomy position and a scout film was taken, which revealed what appeared to be normal anatomic placement of the tubes. At this point the cervix was swabbed the hsg catheter was primed and advanced into the cavity where the balloon was inflated with 1.5 ml. Then, 1 ml of isovue contrast was infused through the catheter. A second film was taken and this revealed initial good fill of the cavity. This process was repeated per protocol for a total of 5 ml. This resulted in excellent fill of the cavity revealing normal anatomy and no apparent spill into her beyond the tubes. The patient was apprised of our findings. The hsg catheter was removed. She tolerated the procedure well.. Pathology test - on (B)(6) 2017: result: final diagnosis: endometrium biopsy: secretory phase endometrium.; on (B)(6) 2018: result: specimen source- endometrial biopsy. Final pathologic diagnosis: endometrial biopsy: benign disorder proliferative endometrium. Clinical history: menorrhagia, abnormal uterine bleeding. Gross description: consists of a 2.2x1.5 x 0.2 cm aggregate of red-brown mucoid material that is filtered into a mesh bag.; on (B)(6) 2018: result: specimen: cervix, uterus, tubes and essure coils. Final pathologic diagnosis: cervix, uterus, bilateral tubes and essure coils: cervix, benign squamous and glandular mucosa. Myometrium, adenomyosis. Bilateral fallopian tubes, benign fallopian tube. Clinical history: pelvic pain, dysmenorrhea. Gross description: the specimen is labeled and designated as, cervix, uterus, bilateral tubes, and essure coils." The specimen is received in formalin and consists of a pink uterus and cervix with attached bilateral fallopian tubes. The uterus has been previously opened in a triangular fashion along the superior aspect. After removal of the fallopian tubes the uterus and cervix is 148 gm and 8,5 x 8.3 x 3.5 cm. The serosal surfaces are smooth, the pink ovoid ectocervical mucosa is 3.5 x 1.5 cm and surrounds a central 1.2 cm slit-like os. The endocervical canal is palmate and contains scattered nabothian cysts up to 0.5 cm. The triangular redbrown, lush endometrial cavity is 4.0 x 3.0 cm. Endometrial tissue is up to 0.5 cm in thickness. The pink myometrium is up to 3.0 cm in thickness and is trabeculated. Occurring in both the superior right and left aspects of the uterus are metallic coiled essure clips that are embedded into the specimen. Upon further sectioning no obvious gray white whorled nodules are identified within the uterus. The right violaceous fimbriated fallopian tube 5.5 x 1.5 x 0,7 cm. The outer surfaces of the fallopian tube are predominantly smooth a there is a 1.0 x 0,7 x 0.5 cm cyst occurring near the fimbriated end that upon rupturing reveals translucent watery fluid. Sectioning of the fallopian tube reveals scattered areas of red·brown clot material. The left pink fimbriated fallopian tube is 5.5 x 1.0 x 0.7 cm. The outer surfaces of this fallopian tube are unremarkable. Sectioning this fallopian tube is unremarkable.. Ultrasound pelvis - on (B)(6) 2015: result: findings: transabdominal and endovaginal images obtained. Uterus 9.9x4.9x5.8 cm. Nabothian cyst incidentally noted. No uterine mass. Endometrium is not thickened measuring 5 mm. Left ovary 2.4x1.3x1.9cm and appears normal. Right ovary 2.2x1.5x2.4cm and appears normal. Flow detected to each ovary. No free fluid in the pelvis. Impression: negative pelvic ultrasound. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical records: pelvic pain, abdominal pain lower and arthralgia, device dislocation. Batch no 641431 ;lot number:641431, manufacture date: 2009-05 , expiration date: 2012-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-apr-2019: quality-safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.